Manufacturer narrative:
(B)(4). Event occurred in (B)(6) 2014. The device was reported to be received and upon completion of the investigation or if additional relevant information should become available, a follow-up will be submitted. Same pt as (B)(4).

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. The review of service history did not identify any previous servicing events that could have contributed to the reported issue. Review of the device logs did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed both the homechoice return instrument test/evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of air in shoulder. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) experienced air behind the diaphragm. On an unreported date, the pt experienced air in her shoulders. The pt did not see air in the pt line, however the pt indicated that she did see air in the drain line. The pt indicated that the pain was excruciating and she had gone to the hospital. A cat (computed tomography) scan revealed the pt had air behind her diaphragm. The pt received unknown pain medication intravenously (IV) as treatment for the pain. Additional information was requested but was not available.